Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery was able to perform as intended during bench testing. Analysis revealed that the device passed visual examination and functional testing. The battery connector perform properly mating and locking actions to both controller power ports. Mechanical connections were stable. The battery properly provided power to the test bed setup. The battery gas gauge led indicator matched with the controller battery indicator. The reported event could not be duplicated at the bench level. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient had a damaged battery cable/poor connection with the controller.  The site checked other batteries with the controller to confirm it was the battery with the connection issue. (Patient reported a loose connection between the controller and the battery cable, due to a pin malfunction. We tried to connect the other batteries without any issue, so we would exclude a damage to the port of the controller).  There is no reported loss of power.  The battery was exchanged with no reported consequences or impact to the patient.  No additional information provided.